Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the wings of the peel away sheath broke when the nurse pulled on it.

Manufacturer narrative:
Qn# (B)(4). The customer returned the product lid stock and a peel-away sheath for evaluation. The sheath was missing a tab which was not returned and showed evidence of use in the form of dried blood within the sheath body. Visual examination revealed that one sheath tab had separated from the body. The entire sheath body extrusion was present indicating the separated sheath tab was not properly secured to the top of the sheath body. The remaining sheath tab was secure and appeared typical. The sheath body was split the entire length along only one of the score lines. A lab inventory peel-away sheath was peeled using only force to a single tab and the defect could not be reproduced. A device history record review was performed on the peel-away catheter and no relevant manufacturing issues were identified. The customer report of a sheath tab separating from the body was confirmed during the complaint investigation of the returned sample. Visual examination revealed that one sheath tab had separated from the body. The entire sheath body extrusion was present indicating the separated tab was not properly secured to the top of the sheath body. Therefore, the probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges that the wings of the peel away sheath broke when the nurse pulled on it.